Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The patient was hospitalized and scheduled for a blood patch. There have been no reports of further complications regarding this event.